Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. The device passed the displacement test. A bleeding lcd, scratched display window, cracked battery tube threads and cracked reservoir tube noted.

Event description:
It was reported that the customer had high blood glucose of over 600 mg/dl. Caller stated that the customer's insulin pump drive support cap is flush and its alarming motor error. Nothing further was reported.